Manufacturer narrative:
(B)(4).

Event description:
This rv lead had a high pacing threshold of 4.2. No action was taken. The patient is being monitored by the physician. Should additional information become available this file will be updated. No adverse patient events were reported.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.